Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that stimulation had turned off. The day prior to the report, the unit went out and the patient wanted to know why. The patient was in the emergency room with pain and had to call an ambulance the day prior and didn¿t think to grab the patient programmer, so did not have it with her. The patient was about to get a pain shot. There was a loss of therapeutic effect. Stimulation stopped working the day prior. They checked the battery and it was not working. It was unknown if stimulation was on. The healthcare provider (hcp) was not close to the patient and wasn¿t sure if any external components were available to do troubleshooting. There were telemetry issues involving the patient programmer and clinician programmer. Neither the clinician programmer nor the patient programmer would communicate with the implantable neurostimulator (ins). The clinician programmer showed the telemetry failure screen and the patient programmer showed the poor communication screen. The result was unknown. They were unable to communicate with the implantable neurostimulator recharger (insr) as well. The patient had a full charge the thursday prior and last felt stimulation the monday prior. They found out the patient was not able to communicate on monday when the patient returned home from the emergency room. The last charging session was (B)(6) 2014 and the ins voltage beginning charge was 3.395 volts and at the end of the charge was 3.410 volts. No coupling bars were obtained during that session. The implantable neurostimulator (ins) was overdischarged if the patient had not charged since (B)(6) 2014, and no commination with three external devices. It was determined that the device was in overdischarge so the device was not on. Programming was not needed and the tech support was involved to help troubleshoot. The patient was see in the office on (B)(6) and attempted to initiate a charge but was unsuccessful, therefore the device was still in overdischarge until further discussion with a healthcare provider. The patient was not receiving effective therapy and would see her hcp. Additional information received reported the manufacturer representative was scheduling for an implantable neurostimulator (ins) replacement but no date had been confirmed. There was no additional information at the time of the report. If additional information is received, a follow-up report will be sent.